Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue, and visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was not confirmed as the technician verified that the touchscreen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing were the factors that verified a functional and good working touchscreen. No fault was found.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touchscreen was calibrated, but the issue remained. The pse therefore replaced the touchscreen conducted a comprehensive inspection, cleaned the device, performed testing and verified that the issue was resolved. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).